Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of two (2) clearlink system continu-flo solution sets broke off and remained lodged in the peripherally inserted central catheter (PICC) connector. This event occurred while the nurse was disconnecting the continu-flo sets from the patient¿s PICC line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.